Event description:
The lead was implanted on (B)(6) 2006 and explanted on (B)(6) 2012. The lead was explanted due to infection. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).